Event description:
Customer reported that a malfunction occurred after manually stopping insulin delivery for a short swim session. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. Customer was informed to continue using the pump and to contact support if any further issues arise, which was acknowledged and understood.